Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of low control results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 4/15/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer called complaining that the meter is reading very low. Customer verified multiple times that he did not have any symptoms of hypoglycemia however the meter keep displaying results in the 20mg/dl. Customer also disclosed that he takes a total of 11 medications and that he did suffer a stroke recently. Customer described that 3 days ago he did start physical and massage therapy for his peripherals blood flow.